Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received uf/importer report (B)(4) with the following event description: during a laparoscopic myomectomy, the robotic harmonic scalpel metal tip broke. X-ray was taken and revealed no retained foreign body.

Manufacturer narrative:
On (B)(4) 2013, isi contacted the site and obtained additional information regarding the reported event. The reporter indicated that an unspecified fragment from the instrument fell into the patient. According to the reporter, the fragment was retrieved; however, he was unable to provide details on how the fragment was retrieved. Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Based on the information provided, this complaint is being reported due to the following conclusion: a fragment from an instrument allegedly broke off and fell into a patient. In addition, although the fragment was retrieved, the patient was reportedly exposed to an x-ray as an attempt to search for retained fragments. No retained fragments were reportedly found with the x-ray.